Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. All devices must meet quality requirements and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 19 mar 2026 from the nurse of an 83-year-old female patient with a medical history of diabetes, stating the patient experienced loss of consciousness for approximately one minute after initiating her first home hemodialysis treatment with the device on (B)(6) 2026. The patient also experienced a decrease in systolic blood pressure from 190 to 115 mmhg systolic, nausea, and redness in the face and upper body. Emergency medical services (ems) was called but the patient was not transported to hospital as symptoms resolved upon ems arrival. Additional information was received on 20-mar-2026 from a healthcare professional (hcp) who stated the patient did not experience any additional symptoms and there was no medical intervention required. Per the hcp, the patient has recovered without sequelae and has not resumed therapy with nxstage.